Event description:
It was reported to boston scientific corporation that during a routine replacement of the securi-t percutaneous device, on september 21, 2010, the internal bolster detached inside the patient's stomach while being removed. The device had been placed approximately six months previously. The physician was not concerned about the detachment of the device fragment as he felt the fragment would pass naturally. The procedure was completed with a new securi-t percutaneous replacement. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Follow up # 1/supplemental report text-(B)(4) 2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have incorrect settings. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter has a contrast issue. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k082590.